Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Reported under-infusing. Pt was to have a continuous flow of saline solution. Pump was set to infuse between 400-700ml for thirty mins to one hour. The pump alarmed with system error leaving 300 ml remaining in the IV bag. No pt injury reported.